Event description:
It was reported that the system was explanted due to e. Faecalis bacteremia with vegetation. There¿s no allegation of the infection being device related. Leads will not be returned. No further information provided.